Event description:
It was reported that the alert triggered for gradually increasing impedance values. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data and have analyzed the data. There was a patient alert for the superior vena cava (hvx). Lead impedance equals 104 ohms on(B)(6) 2011. The weekly maximum high voltage lead measurement log data shows a spike increase for maximum superior vena cava coil impedance equal to 98 to 104 ohms peak between (B)(6) 2011 and (B)(6) 2011.